Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #703230115: (b)(4. Analysis summary for pe#: 0703230115-30 analysis transaction ID#: 245415679, model#: 5076-52, serial/lot#: (B)(4). Methodology and techniques: the actual product involved in the event was evaluated. Electrical tests were performed. Visual analysis was performed. Summary of analysis performed: during analysis, the following tests were performed: leads - common tests, and leads - low voltage - bipolar. Results of analysis: based on analysis, the product met specification. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information: cst pli# 30 product ID# 5076-52. The full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. Product ID: w1dr01, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019; product ID: 5076-58, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.